Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested and evaluated by product analysis on 05/22/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. A retain sample from the same lot number was also tested with no defects found.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 289 mg/dl with polyuria and polydypsia associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the loss of prime had occurred greater than 3 times, but the user did not try a cartridge from another box. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.